Manufacturer narrative:
Unit received with blank display due to battery tube come out and broken battery tube power cable. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Unit had corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer¿s blood glucose level was 260 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised they changed the red wire hung out of the device, there was battery acid and corrosion which leaked out and the battery compartment fell out while trying to remove the battery. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.